Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closing of the right breast reduction, the physician noticed a burn under the right breast fold that measured 2 inches by .5 inches. They did not noticed it being there before. He stated that there was a towel over that section of the skin and thought it was protected. They saw the burn after they removed the towel.